Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 80 mg/dl. The customer stated that there were signs of physical damage to the insulin pump, including a chunk of plastic missing from the edge of the opening to the battery compartment, which is about large enough to fit the customer's fingernail into. She reported that the damage was from the device falling out of her pocket while she was sitting down. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.